Event description:
It was reported that stent damage occurred. The right diffused target lesion was located in the calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section t stent strut rows, with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result is within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found a hypotube break at approximately 21 cm distal to the distal end of strain relief. Multiple hypotube kinks were also noted across several locations of the hypotube shaft. The types of damages noted are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The right diffused target lesion was located in the calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.